Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported issue could not be confirmed using the system logs; however, an m-11 error was logged on (B)(6) 2025. During the failure analysis process, issues potentially related to the reported event were identified, but the event could not be replicated at the site. The m-11 error recorded in the erbe logs aligns with the system log findings. The unit was tested on the system, and all instruments were correctly recognized, with all required energy operations performing successfully across all ports. Monopolar energy delivery was normal. The erbe logs also recorded errors m-0b, m-11, c-00, and m-b0. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause could not be determined based on the available information and failure analysis results. The reported event could not be confirmed, as no functional issues were identified with the erbe during analysis. However, erbe errors were observed in the system logs, which likely contributed to the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit(iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hospital encountered an issue where the monopolar was not firing. The hospital attempted to resolve the issue by swapping the monopolar cables and integrated electro surgical unit(iesu) ports, but the problem persisted. Technical support engineer (tse) reviewed the system logs and found no errors associated with the iesu. The procedure was completed as planned with no reported injury using a third-party energy device.